Event description:
During a shunt percutaneous transluminal angioplasty (pta) the stent was placed in significantly distal to the intended target position, but could not cover the lesion. The tantalum markers were observed to open symmetrically. Then an additional stent start stent was placed in the proximal side to cover the whole target lesion. Both stents expanded with good wall apposition. The procedure was completed successfully without patient injury or neurological events. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The product was product stored and handled according to the IFU. The product inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking or crossing the sds towards the lesion. Thrombus was not present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient during the procedure.

Manufacturer narrative:
During a shunt percutaneous transluminal angioplasty (pta) the stent was deployed significantly distal to the intended target position and did not fully cover the lesion. An additional stent was placed on the proximal side to fully cover the target lesion. Both stents expanded with good wall apposition. The procedure was completed successfully without patient injury or neurological events. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. Vessel characteristics are unknown. The product was product stored and handled according to the IFU. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking or crossing the sds towards the lesion. Thrombus was not present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient during the procedure. One non-sterile unit of smart control 10x 30mm was received coiled in a plastic bag. Locking pin and stent were not received. Outer member was kinked at 4.7cm and at 17.1cm from inner diameter (ID) band. Blood residues were found on the distal tip, wire lumen and outer member. Usable length was measured and the dimension was within specification. The deployment process was performed without the stent and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deployment difficulty condition reported by the customer was not confirmed, since no anomalies were found during the deployment process. The failure does not appear to be manufacturing related; controls exist in the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect them in the sds. Procedural factors and handling may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the information available, it is not possible to draw a clinical conclusion between the device and the event.